Event description:
The customer reported that the system shut down and would not restart. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was not able to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.